Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape or act button response due to a flattened button dome switch. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was unknown. Customer received the error when the pump was sitting. Customer pressed esc several times to clear the error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.